Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was approximately 140-380 mg/dl. Reportedly, the customer declined follow-up from tandem technical support to complete troubleshooting.